Event description:
This report addresses the use error- reuse of supplies. The customer contacted baxter's technical service center to report an issue of check lines and bags alarm and during troubleshooting. The home patient (hp) stated that they stayed connected and went back into the setup. The baxter technical representative (tsr) explained that the therapy should not be restarted with these supplies. The tsr assisted with ending therapy and advised the hp to contact the registered nurse(rn) regarding this. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use product was confirmed, since the patient reported to reusing the same solution bags and cassette for a new therapy. The assignable cause is undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.